Event description:
It was reported that the pump displayed alert code 38 for a consecutive motor stall, and the user declined troubleshooting while stating they would perform a full supply change with a new cartridge and supplies after removing the existing cartridge and confirming a clear chamber; blood glucose was reported as unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.